Event description:
The reporter indicated that the surgeon implanted a 12.6m vicm5_12.6 implantable collamer lens of diopter -12.0 into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim #(B)(4).